Manufacturer narrative:
Lot number: (B)(4) review of the manufacturing records verified that the lot met release requirements.

Event description:
The following was reported to gore: on an unknown date around (B)(6) 2016, a gore-tex® suture (p5k17j/13996448j) was used in dental implant surgery. As a knot was created, the needle was detached from the thread. The physician reported no heath hazard to the patient. The patient's dob, weight, and medical history were not available.

Manufacturer narrative:
Event date: (B)(6) 2016.

Manufacturer narrative:
Additional manufacturer narrative: all information has been placed on file for use in tracking and trending.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: the crimp/fiber junction appears to be consistent with a normal attachment. Striation marks were present down the length of the fiber where the needle had been crimped. This is a typical observation for needle pull offs ¿ the marks are generated from the shear force of pulling the fiber out of the crimped needle channel. There were small remnants of fiber visible inside the needle bore, which is a typical observation in reports of needle pull off, and is evidence of a formerly secure attachment. The root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachment. Note that needle attachment tensile strength requirements are lower than knotted tensile strength requirements, as knots are typically tied by applying tensile forces on the fiber (i.e. Not the needle). Reference medwatch #3003910212-2016-00033 for additional suture used during the case.